Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2mmx20mmx142cm coyote es balloon catheter was advanced for dilation. The balloon was inflated twice. When the device was removed, it was noted that the catheter became stuck on the wire. The balloon catheter and the guide wire were removed together as one unit. The guide wire was able to be removed from the guide wire lumen outside the patient, but the near proximal shaft of the balloon catheter got kinked. The procedure was completed using a 2x40mm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of two coyote es balloon catheters and an unidentified guidewire. There was no damage to the over-the-wire balloon catheter. The guidewire was in the lumen of the monorail balloon catheter. The proximal end of the guidewire was 165.5cm out of the guidewire exit notch and the distal end of the guidewire had protruded through the inner shaft and balloon at the distal edge of the distal markerband. The outer diameter (od) of the returned guidewire was measured and is within specification. There were numerous locations throughout the catheter that were buckled and numerous hypotube kinks. An attempt was made to remove the guidewire from the lumen of the device; however, due to the damaged the guidewire was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2mmx20mmx142cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated twice. When the device was removed, it was noted that the catheter became stuck on the wire. The balloon catheter and the guide wire were removed together as one unit. The guide wire was able to be removed from the guide wire lumen outside the patient, but the near proximal shaft of the balloon catheter got kinked. The procedure was completed using a 2x40mm coyote es balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Upn- search corrected from h74939134202010 - coyote es otw 2mm x 20mm x 142cm - 39134-20201 to h74939135202010 - coyote es mr 2mm x 20mm x 143cm - 39135-20201. Upn corrected from h74939134202010 to h74939135202010. Catalog/model # corrected from 39134-20201 to 39135-20201. Device lot number corrected from 16930233 to 17520601. Device expiration date corrected from 04/28/2016 to 12/31/2017. Device manufactured date corrected from 04/30/2014 to 12/08/2014. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2mmx20mmx142cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated twice. When the device was removed, it was noted that the catheter became stuck on the wire. The balloon catheter and the guide wire were removed together as one unit. The guide wire was able to be removed from the guide wire lumen outside the patient, but the near proximal shaft of the balloon catheter got kinked. The procedure was completed using a 2x40mm coyote es balloon catheter. No patient complications were reported and the patient¿s status was good.